Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020- 23674. It was reported that the patient presented for a left ventricular lead implant procedure. Upon interrogation, it was noted that the right atrial and right ventricular leads exhibited loss of capture and had dislodged. The physician repositioned the atrial and right ventricular leads on (B)(6) 2020. The patient was stable during and after the procedure.